Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of revf1020 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2013, the doctor placed a long term catheter via right ij vein and used the suture to secure the catheter. The operation was successful. The nurse used the non-alcoholic iodophor to maintain. On (B)(6) 2013, the patient came to the hospital and told the doctor that his catheter was out of the position, the doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor has to extraction the cuff and catheter and change a new catheter.